Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump stopped working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: a review of the pump black box showed dates from (B)(6)/2015 -(B)(6)/2015, (B)(6)/2016. The black box data from date of the complaint has been overwritten. The pump powered on with returned battery cap. A 24 hour basal program was run with the returned battery cap; no reboots, loss of power or call service alarms occurred. The pump case was removed and no evidence of moisture or loose components were found inside pump. The complaint was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.